Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant, the right atrial (ra) lead dislodged. A drop in p waves were also noted on the ra lead. Diagnostic testing/troubleshooting was performed and the ra lead was revised and remains in use. No patient complications have been reported as a result of this event.